Event description:
It was reported that a malfunction occurred on the pump with no notable events preceding it. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided information on resetting the pump and assisted the customer with this task. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support again if any new issues arise.